Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. The device was received with battery voltage below elective replacement indicator (eri) level. Device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature battery depletion or battery problem was noted. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.

Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.